Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was not confirmed. The device was in backup operation. Visual examination found arc marks on the pacer can. After downloading the product and programming to nominal settings, no anomaly was found. The battery voltage of the device was determined to be not a eri level.

Event description:
It was reported that the dependent patient underwent an eri replacement procedure. When the device was taken out of the pocket, no packing on the ventricular lead was noted. The patient went asystolic when this happened, the lead was programmed to bipolar.